Event description:
A customer contacted beckman coulter regarding erroneously low platelet (plt) results that were generated by the coulter act 5 diff cp analyzer. On 10/12/06, a pt sample was tested for plt and a result of 49 x ten to the third power cells/ul was obtained. Another sample from this pt was tested for plt on 10/19/06 and a result of 41 x 10 to the third power cells/ul was obtained. A third sample was tested for plt on 10/27/206 and a result was 32 x 10 to the third power cells/ul. All three plt results were printed with a low result flag "l", and were reported out of the lab. On 11/03/06, a fourth sample from this pt was tested for plt and a result of 16 x 10 to the third power cells/ul was obtained. The plt result was accompanied by the "l" flag and a "platelet aggregates" flag that requires further investigation. The customer then performed a manual review of this sample and noted clumped plt. In addition, a sodium citrate sample from this pt was tested for plt and a result of 176 x 10 to the third power cells/ul was obtained, (printout not provided). Based on available information, there was no death, injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
Qc is run once a day and was performed before and after the event. The samples were run in primary mode of operation. Per product labeling, clumped plt may cause a decrease in plt count. A field service engineer (fse) was dispatched to the customer's lab. The fse reviewed the pt reports against the criteria for producing the "platelet aggregates" flag and indicated that the instrument operated per design. The fse adjusted diff plot separation. The fse deferred to application specialists for further recommendations to improve laboratory review criteria for low plt counts. The root cause of this event is unknown. A malfunction will be assumed for the purpose of this report.